Event description:
Sorin group (B)(4) received a report of inadequate flow through the apex oxygenator during a procedure. The clinician elected to replace the oxygenator and the procedure was completed. There was no pt consequences.

Manufacturer narrative:
Sorin group (B)(4) manufactures the apex hp m adult hollow fiber membrane oxygenator. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). It was reported that the change out time took between ten to fifteen minutes. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.